Event description:
Device presented at follow-up with a hardware vvi reset during initial interrogation. The patient came to the clinic complaining of diaphragmatic stimulation.there were no adverse events except that the patient "felt different". The device cannot be reprogrammed, and the patient does not have defibriallator support. It was decided that the device will be explanted. The patient was on blood thinnning medication and remained under cardiac supervision until the procedure, which was performed later. The patient was hospitalized for four days. The device software map was returned for analysis and a new device was implanted. The patient is in good condition.